Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, yellow particles and an opening. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified three striated (edge) openings in the posterior, consist with use of a surgical tool. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is three striated(edge) openings on radius due to surgical damage. The reason for removal was deflation.

Event description:
Patient reported left side deflation. Device was explanted.